Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's service department, the roller pump was replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump belt did not turn. As a result an alternate device was employed. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the pump to start and work as it should. The roller pump was checked internally and no issues or anomalies were found. The pump passed all testing and ran an hour with no issues. Per data log analysis, on 17mar2022 the large roller pump reported several errors in the log including 'underspeed (head < demand)', 'opto sensor disconnected/broken err', and 'belt slip jam status = true'. The log confirms the complaint. Per the service repair technician, he also could not duplicate any issues. The belt was replaced to address the reported issue. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022 the team experienced a situation whereby a large (six inch) roller pump would not work (motor inside was not turning). This occurred during setup and was changed out, resulting in a delay to the procedure, which was completed successfully with no blood loss.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.